Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n440982, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. Poor communication was reported. It was reported that they were not able to communicate with the implantable neurostimulator recharger (insr). The reason for not charging their device was reported to be that the therapy was not helping. The patient couldn't recharge their implantable neurostimulator (ins). The patient was going to see a new doctor prior to considering having their system removed. Relevant medical history includes non-malignant pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 37714 ((B)(4)) found the ins to have reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.